Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of unintentional removal of peg tube. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement of percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, post procedure, the peg tube was unintentionally removed. Per physician's assessment, the internal bolster might have been weak/too soft. No damage noted to the removed peg tube. A different device was placed. There were no patient complications reported as a result of this event. The patient's condition was reported to be good.